Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the male luer would not properly seat into the female receptacle of a competitor intra-aortic balloon pump (iabp). The loose connection caused a "helium loss" alarm. Three catheters were used, this report is used to represent the first device. There was no reported patient injury.